Event description:
It was reported that the customer is often in a MRI room. Troubleshooting was performed and the displacement test failed. The insulin pump alarmed with no reservoir in the insulin pump. The customer stated that the reservoir volume did not change on several occasions. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test. However, the device passed the 25u bolus delivery test. Further testing was not performed due to displacement test failure.